Manufacturer narrative:
Returned device was received in good physical condition and no discrepancies were observed. During the evaluation of the device. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. It was found that a leakage was observed coming out from a small tear in the cuff. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cuff to a smiths medical portex® sacett¿ endotracheal tube did not inflate follow placement in the patient. It was reported that as pre-use check, no anomalies were observed. The tube was changed out with no reported adverse effects.